Event description:
It was reported the device turned on by itself at a lower level. The patient turned it back off with the handheld patient programmer. The stimulation was not uncomfortable. The patient experienced a lack of effect. Impedance measurements were normal. The patient outcome was reported as non-serious. The device was reprogrammed with no effect. The device has/will be replaced.

Manufacturer narrative:
See scanned page.